Event description:
The clinical staff of the hosp contacted cardiacassist to report that the blood pump was running erratically and a system or pump failure alarm displayed on the system controller. The system controller was replaced but after approx 1 hour, the pump halted and attempts to restart it were not successful. The pump was then replaced with a backup which operated normally. The pt was not adversely impacted by the incident. The subject pump had been in use for approx 4 days prior to the incident. The tandemheart system is currently approved for 6 hour use.

Manufacturer narrative:
Evaluation summary: an evaluation was conducted upon receipt which confirmed that the pump was non-functional. Analysis of the pump found evidence of interference between the internal pump components which resulted in the pump failure.